Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient had a fall and broke her right hip. The patient was not getting relief following the fall. There were no impedance issues, no lead migration, and the patient was reprogrammed with 800/300 programming. It was unknown if the issue was resolved at the time of the report as the patient was going to try the new programming for a week. No surgical intervention was planned or performed. There were no further complications reported.